Manufacturer narrative:
The reported issue that the truebeam plan loads field is valid and the customer could manually override, is not verifiable with the current information. If the override can occur as reported, this is a potentially harmful situation. Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Truebeam plan loads field is valid and customer could manually override. The customer reports that they treated a patient for two days using a6 applicator and 6 x 6 ffda, using a manual verification process but on day 3, they could not perform manual verification. Per the varian site field service engineer (fse), the customer stated that they treated for the first two days with internal code 3328 for the e-aperture in mosaiq plan. At the truebeam, the plan loads field is valid, and they could manually override. The mosaiq history displays the field as treated and the plan had code 3328. The internal code 3328 is not a valid code for the ffda 6 according to the IFU, therefore the plan should load as invalid. There was no report of serious injury as a result of this issue.